Event description:
It was reported that during an unknown procedure the handpiece no longer clips properly onto the generator. No patient consequence

Manufacturer narrative:
(B)(4). Date sent: 12/12/2025. B3: event year only reported: 2025. D4 batch #: x70346. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent external damage. Upon visual inspection of the connector, damage to one of the pins was observed. The handpiece was disassembled to verify the condition of the internal components,. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.